Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 530 mg/dl at its highest and correction bolus would be delivered to address the bg levels after performing supply changes to resolve the occlusions. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts discussed with the contact the different reasons for which occlusion alarms occurred and advised to contact the customer's healthcare provider in regards to other type of infusion sets that may work better with the customer.